Event description:
It was reported that after a da vinci-assisted surgical procedure, an or staff noticed that the monopolar curved scissors has a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported issue. The mcs instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Failure analysis investigations observed additional issue that was not reported by the customer. The mcs instrument tube extension exhibits signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.062 - 0.171. This failure is most commonly caused by mishandling/misuse, such as excessive con or tact with abrasive or hard surfaces during transport or reprocessing, during tip cover installation/removal.